Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the metronic (B)(4).

Event description:
The customer reported no deliveries form the insulin pump resulting in two hospitalizations. Diabetic ketoacidosis was reported during the episodes. The blood glucose value was 289 mg/dl. The customer requested a replacement insulin pump. During troubleshooting there were no errors or alarms; the pump passed. There was no further information.